Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) did not stop bleeding when used after a percutaneous coronary interventional procedure. Manual compression was held for hemostasis. There was no reported patient injury. The device was used according to the IFU. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.